Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. The device was evaluated by the user facility, who reported there was no product malfunction, but the bed exit had not been set properly. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported there was a patient fall and the bed exit alarm was not audible. The patient sustained a laceration which did not require medical intervention.